Event description:
Follow up information received that the patient's ipg site discomfort has been alleviated.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ipg site discomfort. The position of the ipg is bothering the patient. The patient also experienced a lead migration issue (mfg report reference: 1627487-2019-04372 & 1627487-2019-04373). The patient plans to undergo surgical intervention for both of these issues.

Event description:
Follow up information received that the patient underwent replacement surgery on (B)(6) 2019. The patient had the ipg replaced and had two migrated leads replaced (mfg report reference: 1627487-2019-04372, 1627487-2019-04373).